Event description:
Home care dealer reports that the pt expired. Dealer reports pt's health as poor with numerous apnea events seen on memory download. The monitor has not been reported as malfunctioning or otherwise contributing to the adverse event. Actual cause of death info is not available. Dealer returned monitor for a recertification/testing.